Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 serial not provided. D4 primary UDI number unknown as serial number not provided. H4 date of device manufacture unknown as serial number not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure to transition to battery power. There was no patient involvement.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.